Event description:
It was stated that the trial ((B)(6) 2013) went well and all tests were successfully done with good outcomes. The patient was said to have stayed in the hospital for a few days for programming (using all poles with different programming). The patient reportedly answered well to the treatment. On (B)(6) 2013, the physician proceeded with permanent implant. During the procedure, it was stated that the lead ¿ruptured.¿ it was found that ¿2 of the poles were damaged.¿ one of the ¿poles¿ used during the trial reportedly could no longer be used. It was also stated that during an implant procedure, a little portion of the plastic that protected the wire was cut; without cutting the wire. At that part, the wire ¿lost the spiral.¿ ¿poles 1 and 2¿ were said to have been lost. Currently, the patient used the other 2 ¿poles¿ and did not have a good answer with programming. It was unknown what was meant by the word choice of poles. The term was interpreted as meaning electrodes (as each lead had 4 electrodes). Also, the event involving the ¿rupture¿ was interpreted as damage during the permanent implant. It was unknown if the patient had more than one lead or if the lead was planned to be replaced.

Manufacturer narrative:
(B)(4).